Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. The device history record (DHR) review found no discrepancies or anomalies relevant to the complaint. In-process, the product was checked for function (inflation retention) with water and air dry test and no non-conformities were noted. In-process, the product was inspected for any visible damages that compromise function based on c=0 (critical) and no non-conformities were noted. Received for investigation: one decontaminated sample in its original packaging, but the packaging was opened with the tyvek lid missing. The sample showed no signs of having been used. Visual inspection of the cuff revealed no anomalies or defects. The cuff appeared to be attached properly and was not obstructing the end of the tube. Functional testing, a leak test, was performed and no leakage was observed and the cuff appeared inflated properly. Based on the evaluation of returned sample, the reported problem could not be confirmed and the root cause could not be determined. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Event description:
It was reported that, prior to using the trach tube-inflated cuff, the cuff appeared to be misshaped so the device was not used. No patient injury was reported.